Event description:
Pt seen for speech therapy session. Coma stim provided consisting of oral commands, tactile stimulation to arms, feet, face, hands. Auditory stimulation provided. Emg electrodes placed on pt's face, one above right eyebrow, one on cheekbone below right eye and the other in right temple. Difficulty getting the biofeedback program to work. Eventaully dc/d session. When electrodes were removed skin was broken in the same circle shape under the electrode above the eye, blackened in a circle below the eye and blistered on the temple beside the eye. Physician treated with silvadene cream and later changed to neosporin ointment.